Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a power error. She stated that the same power error occurred a couple times the night prior. Customer's blood glucose was 8.0 mmol/l. Troubleshooting was done and she was advised to remove the battery, wait 10-15 minutes to put in a new battery and reset the time and date. Customer was advised to call back if that did not help. The insulin pump will not be returned for analysis.